Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump stops pumping" is not confirmed. The returned devices passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It has been reported via field service report # (B)(4). During use on a patient, while the pump was plugged into ac and with no one near it, the screen flashed white. All led's blinked and the pump stopped pumping. Symptom occurred three times. The pump was serviced by the field service engineer. The symptom could not be duplicated. As a result, the pump assembly and motor driver was replaced as a precaution. The pump passed functional testing and is back in service. Additional information received from the field service engineer stated the patient transport had reached the destination and the pump was swapped out at the destination to another pump. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via field service report (B)(4). During use on a patient, while the pump was plugged into ac and with no one near it, the screen flashed white. All led's blinked and the pump stopped pumping. Symptom occurred three times. The pump was serviced by the field service engineer. The symptom could not be duplicated. As a result, the pump assembly and motor driver was replaced as a precaution. The pump passed functional testing and is back in service. Additional information received from the field service engineer stated the patient transport had reached the destination and the pump was swapped out at the destination to another pump. There were no patient complications reported.